Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced atrial tachycardia, a slight drop in blood pressure, and pericardial effusion. During a re-do pulse field ablation (pfa) pulmonary vein isolation (pvi) and posterior wall isolation (pwi) procedure a farawave catheter was used. An nrg transseptal needle was used to perform the transseptal puncture (tsp). Slight potential was observed in the left superior pulmonary vein (lspv); the posterior was present but slightly shrunken. The farawave catheter performed pvi and pwi with additional ablations applied to the posterior wall and the lspv. An atrial tachycardia (at) also appeared. Following chemical ablation, cavotricuspid isthmus (cti) and mitral isthmus (mi) line ablations were created using a non-boston scientific ablation catheter. It was noted there were difficulties when creating the cti and mi lines. Additional lines were also added in the coronary sinus (cs), and a slight drop in blood pressure occurred when the cs was energized. After applying current to the ridge, the procedure was completed. Post-operative echocardiography revealed a small amount of pericardial fluid in the right atrium (ra) which was drained. The drained pericardial fluid was venous blood, dark red with no clots. No perforation location was identified, but the cs catheter was the suspected cause. The patient was due for discharge after stabilizing.